Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported the patient had unstable star total ankle. Dr. Steven has assessed the patient and chose a revision poly exchange to increase soft tissue tension to increase stability.